Event description:
Alleged event: the clip didn't come off from the applier after closing the clip. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device history record (DHR) for the instrument in question was reviewed and found complete without any irregularities. Since the instrument was not returned for evaluation we are unable to validate this complaint or determine root cause at this time. All instruments are thoroughly inspected and function tested at time of manufacture.

Event description:
Alleged event: the clip didn't come off from the applier after closing the clip. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). Visual and functional evaluation of the returned instrument showed that the tips are aligned properly with each other and the instrument properly picks-up, retains, closes and releases clips as required of its function. We are unable to validate the alleged complaint , since we are unable to duplicate the alleged issue. At this time we are unable to determine as to what caused the alleged failure of this instrument in the field. All instruments were 100% visually inspected and function checked at time of manufacture as this is a standardized procedure at this facility. No corrective action required at this time.

Event description:
Alleged event: the clip didn't come off from the applier after closing the clip. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
Alleged event: the clip didn't come off from the applier after closing the clip. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device sample has not been returned to the manufacturer for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.